Event description:
It was reported that minicap transfer set detached from the titanium adapter which resulted in a leak. The patient noticed moisture. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event; however, the patient was given a one-shot dose of vancomycin in their extraneal bag. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.